Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 750 mg/dl and diabetic ketoacidosis. Customer did not recall treatment received while hospitalized, however, treatment received resolved the issue, and customer was released from the hospital 4 days later with no known permanent damage. Reportedly, the pump did not deliver insulin as intended. Tandem technical support was not contacted at the time of the reported issue, therefore, a complete system check could not be performed to determine a possible cause of the event. The customer reverted to manual injections for insulin therapy.